Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient performed a system controller exchange at home and could not remember the alarm. Log files were submitted for review from the old primary system controller and showed the driveline was disconnected on (B)(6)2024. The pump was connected to this system controller on (B)(6)2024. The pump operated at the set speed for the remainder of the log file. There were no unusual events recorded in the log file event history. The equipment was operating as intended.

Event description:
It was reported that the patient performed a system controller exchange at home and could not remember the alarm. Log files were submitted for review from the old primary system controller and showed backup battery faults on (B)(6) 2024. The driveline was disconnected at 17:04:29. The pump was connected to the new primary system controller on (B)(6) 2024 at 17:04:47. The pump operated at the set speed for the remainder of the log file. There were no unusual events recorded in the log file event history. The equipment was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed by review of the submitted log file from the heartmate 3 system controller (serial number: (B)(6). The log file contained approximately 6 days of information (B)(6) 2024 per timestamp). A backup battery fault alarm was activated at 17:01:49 on (B)(6) 2024 due to the backup battery not passing the load test. At the time of the alarm¿s activation, the unloaded voltage of the battery was measured to be below the designed threshold. The controller¿s ability to operate the pump was unaffected by the alarm. The driveline was disconnected from this controller at 17:04:29 on (B)(6) 2024, which is consistent with the reported exchange. The backup battery fault alarm was observed to clear shortly later at 17:17:18, when the battery passed the load test. Log files from the patient¿s new primary controller, (B)(6), were also submitted for review. No atypical events were observed, and the pump maintained a speed within the expected range while the driveline was connected. Multiple attempts were made to obtain information regarding potential product return, but no response was received. To date, no products have returned to abbott under this event. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 instructions for use (IFU) (section 2 ¿system operations¿) states that it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. This section also describes how to perform a system controller exchange. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.